Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "[user] called from the or to report that they had exchanged a pump because the touchscreen was "frozen". She said that they were able to use the hard keys but the touchscreen was not responding. She also reported that they had tried to power cycle the pump with no change. They then exchanged the pump for another that worked as expected. They had no issues with switching out the console, and therapy was delayed for less than 5 minutes". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "[user] called from the or to report that they had exchanged a pump because the touchscreen was "frozen". She said that they were able to use the hard keys but the touchscreen was not responding. She also reported that they had tried to power cycle the pump with no change. They then exchanged the pump for another that worked as expected. They had no issues with switching out the console, and therapy was delayed for less than 5 minutes". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "touchscreen frozen" is not able to be confirmed. No part was returned to teleflex chelmsford for investig ation. According to the field service report, the display head assembly was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a corrected data: n/a.